Manufacturer narrative:
There was no repair performed by our field service engineer (fse), and the issue was handled by customer's clinical support. According to technician statement problem was not caused due to ventilator malfunction but was related to configuration set-up by the user. The problem did not reoccur after clinical support involvement. The device passed all performance tests and was returned to clinical use. The device's logs were not available for further investigation. Our conclusion is, that there was no ventilator malfunction.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator had an exhalation value measuring issue. There was no patient harm. Manufacturer's ref. #: (B)(4).